Manufacturer narrative:
(B)(4). Note: this report corresponds with bard's report #(B)(4) for a "uretex". Additional info from importer report: date of this report: (B)(6) 2012. Brand name: uretex sup urethral support system .cat# 485013.

Event description:
Procedure: urological/gynecological. According to the reporter: the pt underwent a repair procedure and the pt allegedly experienced pain and injury. Pt has undergone or will undergo corrective surgery or surgeries. Additional info from importer report: it was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced pain, suffering, disability and impairment.